Event description:
No additional information.

Manufacturer narrative:
Medical device lot # & medical device expiration date added in section d. Investigation result: five 20039e7ds samples were received for investigation; four of the samples were received in sealed sample from lot ta240327, and one was without packaging. No residual fluid was present and no connecting product was returned to aid the investigation. The customer reported that "before connecting to the patient, the extension is vented and flushed using a nacl flushing syringe. This was not possible." The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; during testing of the samples in sealed packaging, no occlusion or flow restriction was observed throughout testing. However during testing of the sample received without packaging, the customer's experience was confirmed with a complete occlusion observed. The details of this feedback were forwarded to the manufacturing site for investigation. It was confirmed that the blockage was likely caused by excess solvent being applied at the tubing joint during manufacture. This is a hand assembled joint and is likely to have occurred due to human error. They confirmed that the 20039e7ds product is subjected to a 100% obstruction test protocol during production. In this instance it appears that the affected component was not segregated due to human error and was not identified during subsequent assembly steps. A review of the production records for lot ta240327 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7ds set in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd extension set with 1 smartsite was occluded. The following information was provided by the initial reporter: before connecting to the patient, the extension is vented and flushed using a nacl flushing syringe. This was not possible. No patency.